Manufacturer narrative:
A third party service agent performed an initial evaluation of the customer¿s device and observed that the device had logged error code 9c19. The repair of the device has not yet been completed. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the device logged a critical event code. The event code is indicative of a device issue that could result in a partial loss of defibrillator output energy due to a loss of the negative or positive portion of the biphasic output waveform. The defibrillator output energy could be reduced by up to approximately 20% from the selected energy level. There was no patient involvement reported with the event.

Manufacturer narrative:
It was determined that the cause of the reported issue was broken/damaged therapy pcb. The customer was contacted numerous times, for approval of repair quotation, however no response has been received from the customer.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the device logged a critical event code. The event code is indicative of a device issue that could result in a partial loss of defibrillator output energy due to a loss of the negative or positive portion of the biphasic output waveform. The defibrillator output energy could be reduced by up to approximately 20% from the selected energy level. There was no patient involvement reported with the event.